Event description:
It was reported that the customer went into a hot tub with her insulin pump. Her blood glucose level was 173 mg/dl. The insulin pump's display went blank immediately after it was exposed to water. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and with cracked case at reservoir tube window corner. No blank display and no moisture damage found inside the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.